Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that technical services (ts) was able to upload the patient exam onto ts fusion system with no difficulties. When the patient is imported, there are some non-exam files on the cd that generate an error message stating that not all exams were imported successfully, but the actual exams on the disc did import properly and were able to be used (with some minor adjustments to brightness/contrast and 3d image threshold). Analysis found that the issue was related to the software. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site had been having issues loading patient exams that were taken on their (B)(6) scanner, but they could load exams from another company's ge scanner. All scans were sent to the electronic picture archiving and communication systems (pacs) on site (scout, soft tissue axial, coronal, sagittal), and all burnt on site. The scans appear to have the same imaging protocol. No patient present.

Manufacturer narrative:
Correction: software analysis corrected from cause was traced to software analysis was unable to determine probably cause without further information. If information is provided in the future, a supplemental report will be issued.